Event description:
Device report from (B)(6) indicates a letter was received from an attorney regarding a patient that was implanted with a pfna nail and the nail broke sometime in 2006. No additional information is available.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.